Event description:
In 2008, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. In 2008, the pt underwent another procedure to place additional gore endoprostheses. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg records is being conducted.